Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Clear surgical residue was on the lens. Visual inspection found the optic torn with residue on lens. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.